Event description:
It was reported that during a neurovascular procedure the physician was using a socrates 38 catheter when the catheter broke at the hub while the physician was "flicking catheter" and pulling back on a 1cc syringe. The syringe was attached to the socrates catheter and negative pressure was being pulled. The distal portion of the catheter was positioned in the basilar artery. There was no reported harm to the patient as a result of the malfunction.